Event description:
I was visiting my sister-in-law had forgotten saline solution so used her clear care. I soaked the lenses for 8 hours and when I put the first one in it burned tremendously. I have been in pain for two days with my eye too red and uncomfortable to tolerate lenses. It should have been obvious from the shape and type of bottle as well as the packaging that not only do the lenses need to soak for 6 hours but they only can soak in proprietary cases. (B)(6).